Event description:
During the device evaluation of the gastrointestinal videoscope, the distal end cover was found to be burned. Corrosion was also observed on the light guide and objective lens, as well as on the a-rubber adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure and cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.